Manufacturer narrative:
The field service engineer checked the system. It was observed that there was a lot of air present in a system reagent syringe. The air was removed by priming the system. It was determined that the introduction of air was caused by issues with the local water supply. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer stated they received a liquid level detection error for a system reagent probe and they also received an error indicating abnormal low signal during sample measurement.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hcg+beta value of < 2 miu/ml and it repeated as 7 miu/ml. The hcg+beta reagent lot number was 584875. The reagent expiration date was requested, but not provided.